Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed damage to the guidewire lumen 42mm from the tip. The guidewire lumen is buckled 46mm from the tip and there is a hole in the guidewire lumen 47mm from the tip. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the guidewire lumen that would prevent a guidewire from passing thru.

Event description:
Reportable based on device analysis completed on 08-apr-2019. It was reported that difficulty to load wire was encountered. A 3.50mm x 20mm nc emerge balloon catheter was selected for treatment. However, a resistance was noted during insertion of the guidewire into the balloon. They took the guidewire out and tried to put the packaging mandrel back into the wire lumen, but it was not able to pass. The procedure was completed using another of the same device. No patient complications were reported. However, returned device analysis revealed a hole in the guidewire lumen.